Event description:
The customer received questionable results for one patient from two coaguchek xs meters. At 4:45 pm, the result from meter serial number (B)(4) was 4.1 inr. Within five minutes, another test using the same finger was 2.4 inr. Within five minutes, a new finger was stuck and the result from meter serial number (B)(4) was 3.6 inr. A laboratory draw was performed and the result using dade innovin by siemens reagent was 3.2 inr. There was no allegation of an adverse event. It was not known if the patient was anemic. The patient did not use heparin, had no antiphospholipid antibodies, no direct thrombin inhibitors, no change to coumadin dosage, no new medications, no diet changes, no illness, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meters and strips were requested to be returned for investigation. The returned meters and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr , donor 2 inr: 2.4 inr . Donor 1 hct: 48% , donor 2 hct: 42% . Testing results: meter (B)(4). Donor 1: retention meter with masterlot strips: 4.1 inr , customer meter with customer strips: 4.0 inr . Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with customer strips: 2.6 inr . Meter (B)(4): donor 1: retention meter with masterlot strips: 4.1 inr , customer meter with customer strips: 4.2 inr . Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with customer strips: 2.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 294946) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The same finger was used for the multiple tests. Product labeling states for a second measurement, a new puncture of a different finger is mandatory